Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used on (B)(6) 2022. During the procedure, the blue part of the device had come away and detached from the core wire by approximately 10 cm. The procedure was completed with another of the same sensor wire guidewire there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0401 captures the reportable event of corewire break. Block h10: the returned sensor wire guidewire was analyzed. Upon visual assessment, it was observed that the sleeve detached. The sleeve was not return. The core wire break was not confirmed because there was no evidence of this damage. Based on the condition of the returned device, engineers determined that excess force was applied in removing the wire which probably caused the detachment of the sleeve, it is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the sleeve detached. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used on (B)(6) 2022. During the procedure, the blue part of the device had come away and detached from the core wire by approximately 10 cm. The procedure was completed with another of the same sensor wire guidewire there were no patient complications reported as a result of this event.